Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device fired slowly and stopped during first fire attempt. Ultimately, a manual handle was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Pmv and engineering's visual inspections noted no abnormalities for the handle or the adapter. Functional evaluation replicated slow firing force. A review of the device history record indicates these devices lot numbers was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.